Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the most probable cause is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited light guide lens glue and objective lens glue was peeling. There was no patient involvement.